Manufacturer narrative:
Product analysis: functional assembly and evaluation of the returned implants was unable to replicate issue with respect to spacer/strut interfaces. The implants were unable to be separated by manual loading of the construct assembly. Dimensional inspection of the relevant interfacing dimensions did identify an out-of-tolerance condition. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. The above observations are consistent with manufacturing error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 6278244 / lot: vu88 (x2) part: 6278025 / lot: unk (x1). The manufacturer could not determine the suspected products. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with pre-op diagnosis as: cervical stenosis. For which patient underwent a cervical corpectomy at levels c4-c7. Intra-op, the 3 pieces were snapped together and then packed well with bone. Implant was implanted and x-ray was taken which revealed that end cap had separated slightly from the strut, it was removed and examined. It was cleaned off and re attached together but once in patient, the end cap was loose. Therefore it was decided to open up a new middle strut and 2 new endcaps which worked very well. Products came in contact with the patient. No patient complications were reported.